Manufacturer narrative:
The account ordered replacement siderail to repair the bed.

Event description:
Information received indicates the side rail functions are not working due to frayed cabling on both siderails. Bare wiring is exposed around the lower pivot point of the siderail.